Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the "ventilator inoperable" alarm was confirmed to occur upon powering on the unit, rendering it unusable. Investigation of the recorded alarm and event log confirmed error code e-155, indicating drift in the flow sensor. Therefore, the flow sensor was replaced. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00). The device passed all diagnostic testing.